Event description:
Ivt (intravenous vitamin therapy) rn at bedside and assessed PICC (peripherally inserted central catheter). PICC catheter leaking and visibly broken near the 0.5-1 cm catheter mark from the hub. Ivt rn cleaned the site, pulled PICC back 3 cm in order to dress the site and clamp the line above the break to prevent further complication from line fracture.